Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope plus did not turn accurately. There was no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.